Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a compromised force sensor system alarm. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to alarm. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.